Event description:
This is report 2 of 2 for this event. It was reported that a patient experienced relapsing peritonitis coincident with peritoneal dialysis (pd) therapy. It was reported that shortly after stopping antibiotic therapy, the peritonitis would return. The treatment for the peritonitis was unspecified antibiotics (dose, route and frequency not reported). For the most recent reported relapse of peritonitis, the patient was hospitalized for the event and discharged after three weeks. On an unknown date, the patient stopped pd therapy and pd catheter was removed. The patient was temporarily switched to hemodialysis therapy and later resumed pd therapy. The cause of the peritonitis was unknown. At the time of this report, the patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number gd893297 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The patient was reported to have experienced relapsing peritonitis throughout 2013. A batch review will be performed for potentially associated lot number gd893297. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).